Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned.

Event description:
It was reported that 2 drain bags were not draining, clogging after being used.

Event description:
It was reported that 2 drain bags were not draining, clogging after being used.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. Since, the drainage bag with 10 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) flowed freely into bag but when attempted to drain and no liquid would flow out. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to pro